Event description:
It was reported a pt with a history of dysphasia and a lower esophageal stricture underwent a balloon dilatation procedure. Following inflation of the balloon at maximum pressure, the pt suffered an esophageal perforation. The pt underwent surgical repair of the perforation. Follow up indicated the pt will undergo further treatment in the future, however, has not been scheduled to date. No further details are available at this time. Should add'l details become available, a supplement will be forwarded at that time. The device has been retained by the user facility. Therefore, no analysis is available at this time. The co is unable to determine the cause of this event at this time. The co's directions for use state: "the microvasive achalasia balloon dilatation catheter is indicated for dilatation of the cardia in pts with achalasia."